Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse powered on the system and confirmed error 23210 on universal surgical manipulator (usm) 4. The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. The unit triggered 23210/23202 errors pointing to insertion axis during normal mode. Heavy signs of fluid intrusion was found on the axes controller spar hall (acsh) flex circuit, chipencoder virtual absolute (cva) flat flex cable (ffc) and on the axes controller spar (acs) board. After the initial repair, the unit passed all required functional and friction tests on the test platform.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer encountered error 23210 that could not be recovered. The customer disabled universal surgical manipulator (usm) 4 to resolve the error. The site completed the procedure as planned with no reported patient injury. The customer contacted intuitive surgical, inc. (Isi) after the end of the procedure and stated that the error came back after a power-cycle. The site performed the procedure with 3 usms.